Event description:
It was reported that the customer experienced high blood glucose levels. The customer's mother noticed the insulin pump did not deliver his/her evening snack insulin. He/she did not see the bolus in the status or bolus history and the insulin pump did not alarm no delivery. While troubleshooting the customer received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.